Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the 4085 surgical table; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found damage to the column shrouds and power supply of the table due to fluid intrusion. The 4085 surgical table is designed to meet ipx4 fluid resistance standards, and the normal fit of the table covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 standard, it is the user facility's responsibility to ensure the table is properly draped and/ or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table operator manual states (5-3), "some procedures performed on table mattresses or pads may involve excessive fluid exposure. Be sure to drape accordingly." The operator manual further states, (5-10), "sealing table covers: whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." To resolve the issue, the technician replaced the power supply and shroud covers. The unit was tested, confirmed to be operating according to specification, and returned to service. A steris account manager offered in-service training on the proper maintenance of the table and is awaiting a response from user facility personnel. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that smoke was emitting from their 4085 surgical table. No report of injury or procedure delay.